Event description:
It was reported that during customer annual preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had an autofill failure caused by blood in pim. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. Additional contact information- name:(B)(6). A getinge field service engineer (fse) had found the cardiosave( intra aortic balloon pump) was having autofill failures. The safety disk leak test and the all manifolds test were failing. Found dry blood in the pneumatic interface module (pim) port and some blood in the safety disk. Check device for blood and found the blood did not go any further then the pim and safety disk. Replaced pneumatic interface module and functional tested without any further failures. All work was performed on the maintenance so (B)(4). Fse completed pm with all functional and safety tests per manufacturer specifications. Release to customer and ready to use.